Event description:
The customer reported to (B)(4) that under-processed tissue was found after processing using a peloris tissue processor.

Manufacturer narrative:
Investigation of this processing event by (B)(4) is in progress.